Event description:
It was reported that during a spinal surgical procedure, the tip of the bur broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Manufacturer narrative:
B5: it was initially reported that the bur broke, upon evaluation, the diamond grit on the bur head was worn, this is not a reportable event. H6: the quality investigation is complete.

Event description:
It was reported that during a spinal surgical procedure, the tip of the bur broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. It was further reported that following evaluation of the returned bur, it not break the diamond grits were observed to be completely worn off.